Event description:
It was reported that the device collected blood via gravity, not vacuum. The collected blood was not re-infused. The surgeon decided to connect a second device which functioned as planned. The pt did not receive a blood transfusion from a blood bank pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is received, a f/u report will be filed.